Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image(s) found the device next to its package, laying on a white surface with the ts and the suture out of the needle. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The insertion device has no visible defect. A functional evaluation could not be performed since the implants are no longer on the device. An evaluation of the customer provided images showed the device next to its package, laying on a white surface with the ts and the suture out of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. 510k corrected

Event description:
It was reported that, during a meniscus case, the t2 implant of the ultra fast-fix could not be deployed. The t1 implant was removed from the patient's body with tweezers. Surgery was completed after a 10-minute delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).